Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reports that the sample was received with the arm of the device broken close to the hinge at the junction where the arm and flat face intersect. A review of the device history record did not show conditions that could have contributed to the reported event. This issue was previously evaluated and deemed valid. A CAPA risk assessment was completed. Based on the results of this risk assessment a CAPA was not initiated. A design change was implemented after manufacturing date.

Event description:
It was reported that during an mtp (metatarsophalangeal) fusion, the arm on a pair of compression forceps broke off. The surgeon used a different method to achieve compression. The broken part was retrieved.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Additional information was received on (B)(4) 2013. Placeholder.